Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with sign of fluid ingression and dirty. Investigation unable to download event history log due to pump not able to turn on because of fluid ingression. Investigator could not turn the unit on with battery or ac adapter. The customer reported issue was confirmed. According to the investigation, the reported issue was caused by faulty main board and many other components. Investigator request customer to scrap the unit due to beyond economical to repair. The problem source of the reported problem is user interface.

Event description:
It was reported that the device sustained "water damage". No adverse effects reported.